Event description:
I had noticed many negative changes for years. Bad memory, back pain, joint pain, chest pain, heart palpitations, vertigo, shortness of breath, dry eyes and dry mouth. Each morning my lips and tongue felt like they were glued together. The main issue was fatigue. I always have so much energy and so the tiredness was the worst, but I figured I was just getting old. I had a scad in 2014 and 2 hip replacements in 2018. On (B)(6) 2020 I accidentally bit my tongue and made it bleed but took a pic of it and then forgot about it, as it healed in several days. I take antibiotics prior to dental work due to hip replacements and should have thought of this. Around (B)(6) 2020 I was not feeling well and my left hip was clicking as I walked. On (B)(6) 2020 my leg and hip hurt, and I was running a fever, and called dr. (B)(6) tcheng for a telemedicine appt. On (B)(6) 2020. This started a chain of events that ended up with a lot of tests and bloodwork, a hip aspiration ((B)(6) 2020 - found scant viridans streptococcus), MRI, EKG, and exploratory hip surgery at (B)(6) hospital, (B)(6), on (B)(6) 2020, with dr. (B)(6), the orthopedic surgeon for my hip replacements, to try to find source of infection. Hip joint looked fine, and I was released after 3 days with a PICC line for IV antibiotics to be administer at home. I was now under the care of dr. (B)(6), infectious disease. Took ibuprofen for fever. On (B)(6) 2020 my temp was 102.4 so I called infectious disease md on call and went to the ER. Dr. (B)(6) ordered the PICC line be removed on (B)(6), in case that was the problem. New PICC line installed. On (B)(6) 2020 my temp reached 104.5 and we called 911 and was admitted to (B)(6) hospital where I stayed for 11 days. I got antibiotics through the PICC line in the left arm and an IV in the right. I got weaker and felt worse. I was getting a shot of heparin every day and wearing "depends" because my bowels were loose from the antibiotics. I was beyond miserable and asked a nurse for hospice. Dr. (B)(6) ((B)(6) hospital md) told me I did not qualify for hospice, but they took out the PICC line and IV and released me on (B)(6) with oral antibiotics. My husband ((B)(6):) took care of me at home, with the help of visiting nurses and visiting daughters. I had an allergic reaction to aleve that was prescribed to control the fever and broke out in hives that lasted for around 10 days. Two of my three daughters are rn's and they made appointments with dr. (B)(6), hematology (tests ruled out cancer) and dr. (B)(6), rheumatology. Dr. (B)(6) over 80 minutes evaluating me on (B)(6) 2021. He put me on a 28-day regimen of prednisone, which made me feel better than I had since may. He diagnosed me with fever of unknown origin and said sometimes they never learn the cause of fevers. He also ordered a tee with dr. (B)(6) on (B)(6). Dr. (B)(6)noted scant growth on a valve and wanted to admit me to christ for IV antibiotics but after my near death experience at christ in july with the antibiotics, I refused to go until I could get second opinion with my cardiologist dr. (B)(6). I told him about breast implant illness and dr. (B)(6) sent me to another rheumatologist. No one could figure out what was wrong with me. My rn daughter (B)(6) had been looking on the internet and found breast implant illness early in this process, and the more I learned the more sense it made. Who would have thought the problem might be my 15 year old 330cc mcghan saline-filled breast implants that I had gotten in (B)(6) 2005? I mentioned this to all the doctors and they were all very interested in the idea and will follow my progress. I explanted with dr. (B)(6) at the university of (B)(6) on (B)(6) 2021. I go back (B)(6) 2021 to have my drains removed. I have 4 pages of test results since (B)(6) 2020, and will scan and send them if necessary, as I do not know what is relevant. Thank you. The (B)(6) 2020 FDA update on adverse events related to breast implants is wonderful. I just needed to add my voice to the list of women who wish they had never gotten breast implants. I am happy that the FDA is trying to get the word out so that other women like myself can make an informed decision about whether or not to get breast implants. We sign lots of documents without reading or understanding them. Every time you go to the hospital or get tests you sign all sorts of legal documents. We all understand that "things happen" and signing forms is part of getting the service. No big deal. But breast implants are a big deal. I wish that I knew 15 years ago that these things could make me sick. I got them out of vanity and lack of self worth. It is too early to say if my breast implants were causing all the symptoms I listed in the first paragraph, but I can tell you that I do feel pretty darned good for age (B)(6), a week after explant surgery, and I do not have a fever. More young women are getting breast implants to make themselves look and feel more feminine, like I did. I should have known better at age (B)(6) when I got them I would have known better had I done more research on my own. This is a lucrative surgery with very little risk to the patient - most who are young and healthy, what's not to love if you are the surgeon getting rich off these surgeries, or the manufacturer who provides the implants? What's not to love if you're selling the implants? It should be made 100% crystal clear to the consumer that breast implants will eventually need to be replaced or removed (sign here please) in my humble opinion, this important, undisputed fact should not be lumped in with other information. My heart goes out to women who have had a mastectomy. These women are not vain like me. I hope someday we all will accept our bodies however they look and love what is inside. Health is happiness. Please stay safe during this pandemic and god bless you. I was widowed in 2002. Married my now husband in 2007. I have had a wonderful life. Have a sweet, supportive husband, three daughters and a step-son, 15 grandchildren who light up my life. FDA safety report ID # (B)(4).